Event description:
Boston scientific received information that this system was exhibiting noise which was oversensed and resulted in pacing inhibition for this pacemaker dependent patient. A revision procedure was performed and the system was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional details are received.